Event description:
It was reported that the patient¿s caregiver experienced difficulty removing the luer connector from the ilet during a cartridge change, requiring pliers to complete a counterclockwise half-turn and detach the connector; the reported blood glucose was 300 mg/dl and the user intended to replace supplies and reconnect. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond user-led troubleshooting and planned supply change, with no hospitalization. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed user handling difficulty with the luer lock, with no device alerts or alarms reported. It was concluded that the event was related to use difficulty with the connector and that the device operated as designed after successful removal, with user feedback suggesting a wrench-type aid for connector removal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.